Event description:
It was reported, that an occlusion alarm occurred. The customer's blood glucose level ranged from 205,-206 mg/dl. The customer changed the cartridge and infusion set to resolve the issue. In addition, it was reported, that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. The customer's blood glucose level ranged from 313-314 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.